Event description:
The hcp reported a pt experiencing a loss of therapeutic effect. The pt has an intrathecal drug delivery pump. The drug used in the pump was compounded baclofen. The hcp had an x-ray taken and checked reservoir volume discrepancies. No discrepancies were noted, however, the hcp was unable to aspirate the catheter, so no dye study was performed (2007). Add'l info received reported that the pt experienced hypertonia. The catheter was replaced and the pt recovered without sequela. Reference MFR report# 600030200704676.